Event description:
It was reported that the customer went to the emergency room (ER) with a high blood glucose (bg) level of 383 mg/dl. No injury was caused by the event, and the customer was found to have high ketone levels that were deemed dangerous by healthcare providers. Reportedly, the cause was identified as a mental health issue rather than a product defect, as the customer intentionally ignored the pump and continuous glucose monitor (cgm) to become unwell. At the ER, healthcare providers administered fluids and insulin to treat bg, and the customer¿s bg level improved to 124 mg/dl. The customer was subsequently hospitalized for further mental health observation only, and the pump will be reconnected once the customer is considered safe and stable for release.